Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, after the device was installed, tissue suction was performed inside the patient's body. When attempting to deploy the band, there were multiple bands deployed. The device was removed and replaced. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, after the device was installed, tissue suction was performed inside the patient's body. When attempting to deploy the band, there were multiple bands deployed. The device was removed and replaced. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with two bands attached. The suture was broken, and the handle slot showed insertion marks of the trip wire. The device was observed under magnification, and both the teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of the bands prematurely deployed was not confirmed. Upon analysis, it was found that the ligator housing was in good condition, and the handle assembly had marks of insertion of the trip wire. However, the returned device revealed that the suture was broken and the ligator head has two bands attached. It is possible that the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device causing the inability of the device to deploy the two bands which were still attached in the ligator. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.